Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion. It was reported that after several rounds of ballooning the stent failed to cross the lesion and became deformed. There is no patient injury reported.

Manufacturer narrative:
The lesion was a very tortuous calcified lesion in the lad. An attempt was made to push the stent aggressively across lesion, and a stent strut lifted a bit. The lesion was dilated again and another stent would not cross. If information is provided in the future, a supplemental report will be issued.